Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. During testing, it was observed that the battery compartment was cracked unrelated to this issue, the bolus button cover was damaged and had a missing slug. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.